Manufacturer narrative:
Analysis not required due to the complaint related to enlite serter.

Event description:
It was reported that the customer reported that her blood glucose reached 50 mg/dl. She treated with food and her blood glucose was up to 120 mg/dl two hours later. The customer was not wearing her sensor that day and stated this was why she did not get alerted that her blood glucose was low. She also stated her sensor needle hub got stuck in the inserter. Nothing further was reported.

Manufacturer narrative:
Analysis not performed due to the complaint of malfunction relating to the serter.